Event description:
The cause of death was not determined, and no additional details regarding the death were available. The death was not considered to be device related, and the device operated as expected. It was unknown how long the 14v battery and ebb were working until they were found to be depleted. The patient had a history of hypertension, and the site assumed that the patient's low flows were due to the patient being hypertensive.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found dead on (B)(6) 2025 after several days of not answering phone calls. A wellness check was calling in on (B)(6) 2025 when the patient was found deceased in their bed. The patient's equipment was returned to (B)(6) on (B)(6) 2025. Log files were reviewed, and they captured intermittent low flow events and flags between 04aug2025 @ 21:14:17 & 8/5/2025 @ 4:39:01. The 14v batteries and ebb were allowed to drain. The pump operated as intended until power was lost.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the patient¿s 14v batteries and backup battery fully depleting was confirmed through log file analysis. The submitted controller event and periodic log files showed the 14v batteries draining completely on (B)(6) 2025, triggering power cable disconnect and no external power alarms. The pump continued to operate on backup battery power until the lvad turned off due to the backup battery fully depleting. When the controller was reconnected to a power module, controller clock corrupt alarms were captured as a result of the system losing power. It was reported that the patient was found deceased on (B)(6) 2025 after several days of not answering phone calls. A wellness check was calling in on (B)(6) 2025 when the patient was found deceased in their bed. Additional information provided that the cause of death was not determined, and no additional details were available. The root cause of the battery depletion was not able to be conclusively determined from this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. D are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. Heartmate 3 instructions for use section 7 -- ¿alarms and troubleshooting¿ provides instruction on how to identify and resolve low voltage advisory, low voltage hazard, power cable disconnect, no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.